Event description:
The customer reported a false negative result with binaxnow covid-19 ag selt test performed on (B)(6) 2021 on a direct nasal kitted swab. Customer tested positive at the doctor. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported a false negative result with binaxnow covid-19 ag selt test performed on (B)(6) 2021 on a direct nasal kitted swab. Customer tested positive at the doctor. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.